Event description:
The customer reported the system shut down by itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connectors were replaced during the service call. The system was then tested and found to be working as intended and put back into service.